Event description:
It was initially reported by the company rep that the pt was taken into surgery for a battery replacement surgery due to end of service. In the operating room, when a new generator was connected to the old lead, the surgeon observed high lead impedance. Surgeon ended up replacing the entire device due to a lead problem. High impedance event was not known prior to the surgery. Last acceptable diagnostics on the old generator were obtained on (B)(6) 2010. Good faith attempts to obtain add'l info and explanted products for analysis has been unsuccessful.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a serious injury.